Event description:
The customer reported to baxter (B)(4) of a continu-flo control air flo set in which a blockage was observed in the set. The location of the blockage is not identified. The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. A visual inspection revealed that the orientation of the nypro valve was facing the wrong side. The reported condition was confirmed. The root cause of this was attributed to an operator error incorrectly assembling the nypro valve. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.